Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected due to corroded electronic assemblies. Unit received with missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery anomaly. No harm requiring medical intervention was reported. The device will be returned for analysis.